Event description:
On 1/28/99, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: plaintiff suffers from type I latex allergy symptoms including but not limited to urticaria, wheezing, swelling, dermatitis, irritated eyes, runny nose, difficulty breathing and risk of anaphylactic shock.